Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis could not be conducted since log files covering the reported event date were not available. Analysis of (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a high max error. The max error was reset, which may indicate a usage behavior that ends to exchange and recharge batteries well above the recommended levels. The most likely root cause of the reported "not charging" can be attributed to a battery out of calibration. The most likely root cause of the reported "power consumption issue" can be attributed to batteries with the potential to malfunction due to faulty internal cell pairs. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01193, 01194) submitted for devices related to the same event.

Event description:
It was reported that while at home, a patient experienced batteries that would not hold a charge. The batteries last less than 3 hours, with no alarms triggered. The batteries were replaced with no reported consequences or impact to the patient.